Manufacturer narrative:
(B)(4). Stimloc. Final analysis of the lead (lot# v159369) revealed the lead was severely stretched at the #0 conductor and the #0 conductor broke at the #0 connector weld site. The #0 circuit was open. The continuity was acceptable on the #1, 2, and 3 circuits. There were no shorts. The conductor coils were crushed at several locations near the proximal end. Final analysis of the extension ((B)(4)) revealed it was functionally okay. Continuity was acceptable on all circuits and there were no shorts. Final analysis of the distal segment of the extension (serial #unk) revealed it was okay, but cut through. The cut was suspected damage from explant. Continuity was acceptable on all circuits and there were no shorts. Final analysis of the stimloc revealed there was no anomaly found. Final analysis of the stimloc revealed it was assembled incorrectly. The base, clip, and cap were returned still assembled with the lead in place; however, the support clip was not aligned properly in the base and was not closed.

Event description:
It was reported there was a confirmed short circuit on multiple electrode. The impedances were <250 ohms. The pt also had tachycardia. The stimulator was turned off for a week and the tachycardia resolved. The device was reprogrammed, but the results of the programming were unclear. The lead was replaced, and the pt recovered without sequela.